Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/03/2015. The fse found elevated red cell distribution width, rdw, results for low control. The normal and high control were within limits. The assay value for the low control is 13.7. The instrument recovered values between 15.4 - 15.9. The instrument is within limits at 15.4, but outside limits at 15.9. He replaced the red blood cell, rbc, bath and performed calibration which brought the elevated rdw results within range. The repairs were verified per established service procedures. (B)(4).

Event description:
While field service engineer (fse) was troubleshooting an unrelated event, the fse discovered elevated red cell distribution width, rdw, results for low control of a coulter act diff analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.